Event description:
The following was reported by the pt: pt reported that he had three hernias. Procedure was performed in (B)(6) 2005, implanting bard mesh. He also had an umbilical hernia repair on (B)(6) 2006 with a ventralex mesh that he believes to be the issue. The pt was in a car accident at a later point in time that left him blind and suffering extensive bodily injury. He has had several procedures and claims that at this time, he wants to have the problem with the mesh addressed. He claims to have pain at the site and the mesh is visible below the skin and has left him disfigured. The pt asked what course of action he should take at this time. He was told to discuss the problem with his doctor who can provide a proper medical opinion. The following is based on medical records provided by the pt: on (B)(6) 2005 - pt underwent repair of massive right inguinal hernia with perfix plug. On (B)(6) 2006 - pt underwent repair of umbilical hernia with a ventralex mesh and repair of a left inguinal hernia with a second perfix plug.

Manufacturer narrative:
We have contacted the initial reporter to request additional info. This MDR includes all pt, event, and device info davol has received to date. Based on the info provided, a definitive conclusion cannot be made at this time. The pt was involved in a severe car accident following the implant of the ventralex mesh which left him temporarily blind and loss of his lower extremities. It appears the pain the pt experiences and the allegation of being able to visualize the mesh beneath the skin is likely related to the significant injuries he sustained from the car accident. The medical records provided only included the implant summary of the ventralex mesh. If the mesh is explanted and reported to have a device related issue, a supplemental report will be submitted.